Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The event description provided states that the patient underwent implantation of the iol in 2014 (date unknown). In (B)(6) 2020, the lens was explanted due to the suspected development of opacification. The date of explant is not known; however, the procedure is reported to have taken place in the week commencing (B)(6) 2020. There is very limited information available on this report as the healthcare professional/facility that has reported this event did not perform the patients cataract surgery in 2014. Additional information has been requested; however, little new information is expected to be received. The explanted lens has been retained and is being returned to rayner for analysis. As the report pertains to the development of opacification, the lens will be sent to a third party independent laboratory to undergo structural and ultrastructural analysis (light microscopy, scanning electron microscopy and energy dispersive x-ray fluorescence spectroscopy (edx)). The results of the device analysis will be provided in a follow-up report.

Event description:
On 9th january 2020, rayner intraocular lenses limited received notification from its taiwan distributor of an event that occurred following implantation of an unspecified rayner iol. The event description provided states that the iol has been explanted nearly 6 years post-operatively due to the suspected development of opacification.

Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The patient underwent implantation of an unspecified rayner iol in the od eye on (B)(6) 2015. The patient has a medical history of systemic lymphoma with cmv retinitis. Opacification gradually became intense in august 2019, resulting in a deterioration in the patient's visual acuity. The lens was explanted on (B)(6) 2019. The lens was retained post explant and returned to rayner for analysis. As the report pertained to the development of opacification analysis of the iol was undertaken by a third party independent laboratory. Analysis was completed on 19th february 2020. Sem and eds analysis revealed a layer of crystalline deposits on the surface of the iol. The crystals were composed of calcium phosphate. The calcification of iols has been categorised in published literature into two types; primary and secondary (plus a third for those incorrectly determined cases). Primary calcification is inherent. It is due to particular manufacturing processes or packaging interactions. An examination of the literature shows that some manufacturers have had known cases of primary calcification due to an interaction with silicone in the packaging - and more recently, due to phosphate remnants (originating from a detergent) found in the manufacturing process. Rayner has made no material processing or packaging changes that may have negatively affected ou iols; we have never had a confirmed case of primary calcification relating to a rayner iol. Secondary calcification affects many manufacturers and is a phenomenon that is not fully understood; it is known that it stems from changes in the eye's environment due to patient comorbidity, secondary surgeries and potentially other, poorly understood interactions: off label use of intracameral alteplase (actilyse) (rtpa), multifactorial, high phosphate content ophthalmic viscoelastic devices, repeated exposure to intracameral air, raised intraocular pressure, excessive post-operative inflammation, complicated, traumatised eyes, as a result of direct contact between the iol surface and the exogenous gas or substance, a metabolic change in the anterior chamber due to the presence of exogenous gas/substance in the eye or an exacerbated inflammatory reaction after multiple surgical procedures, trauma or repeat surgery involved in re-bubbling potentially disrupting the blood aqueous barrier, increasing concentration of calcium ions. The patient's pre-existing medical conditions may be a contributory factor to the development of calcification in this case. There is no evidence of a causal link between the event and the rayner device.

Event description:
On 9th january 2020, rayner intraocular lenses limited received notification from its taiwan distributor of an event that occurred following implantation of an unspecified rayner iol. The event description provided states that the iol has been explanted nearly 6 years post-operatively due to the suspected development of opacification.